Event description:
A malfunction on a pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer experienced at least three occurrences of the same malfunction previously. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.